Event description:
An end user called in and stated he noted an open area immediately below his stoma at 6 o'clock position in (B)(6) 2013. The end user stated he saw a surgeon and ostomy nurse in the hospital in (B)(6) 2013 twice for treatment of peristomal wound at 6 o'clock position and treatment of intestinal leakage. The end user stated the area is healing and now measures 3/4 x 1 1/2 inch, with pink tissue.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user is dressing his wound every 1-2 days with kaltostat and skin barrier sheet when he changes his wafer. The end user was advised to call back or follow-up with his doctor if wound does not heal. The end user was sent the following alternate products, sur-fit natura disposable convex inserts, stomahesive skin barrier and sur-fit natura stomahesive flexible skin barrier with precut openings. The end user stated his doctor told him he can expect to have a hernia in two years, the end user wears 9" wide ostomy binder belt to prevent a hernia. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).